Manufacturer narrative:
(B)(4). Per the instructions for use (IFU) cardiovascular injury, such as perforation or dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. Ascending aortic dissection may occur when multiple attempts are made to cross the stenotic native valve, and/or when excessive force is used. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). The thv training manuals provide guidance to facilitate safe crossing of the native valve, including camera projections, handling during advancement, and troubleshooting techniques if difficulty is encountered. As stated, excessive force should not be used when the device has difficulty crossing the stenotic valve. Adding tension to the wire, pulling back the system to re-orient the valve, as needed, and torquing of the flex catheter may be helpful in solving the problem. In this case, patient (long term steroid use) and procedural factors (initial malpositioning of the medtronic valve) appear to have contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented.

Event description:
The patient expired as a result of an aortic dissection during a transfemoral deployment of a sapien 3 valve inside an existing non-edwards transcatheter heart valve. As reported, the patient received a medtronic thv which was deployed 100% above the aortic annulus and moderate paravalvular leak (pvl) was noted. A decision was made to implant a sapien 3 valve. The sheath and delivery system were inserted via an open surgical cut down. The sapien 3 valve was deployed distally to the existing valve. Mild pvl was noted and post dilation was performed. A final angio revealed that the valve was in good position. During removal of the sheath, it was discovered that there was no pulse from the femoral artery or the patient's left hand. An open procedure was initiated and a dissection of the annulus to the pelvic cavity was observed. An attempt was made to repair the dissection. Subsequently, the patient expired. It was thought during deployment of the sapien 3 valve that the pressure on the non-edwards thv may have caused the dissection of the aorta.